Event description:
Customer observed a falsely low result using the advia centaur troponin ultra (tni ultra) assay when compared to repeat testing of the same sample and other samples from the same patient. The low result was discordant to the clinical diagnosis of the patient. There is no report that patient treatment was altered or prescribed based on the falsely low result. There was no report of adverse health consequences based on the falsely low result.

Manufacturer narrative:
A siemens field engineer went on site and performed a total service call. The sample probe, ancillary probe and reagent probe 1 were recalibrated. Valves 66 and 67 were replaced. The system was fully functional upon departure. No conclusions can be made as to the cause of the non reproducible result. The sample is not available for further testing. The issue appears to be sample specific. The cause for the discordant tni ultra result is unknown. Quality control (qc) results were acceptable at the time of the event. The instrument is performing within specification. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states the following: " always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."